Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low and elevated blood glucose (bg) levels. Bg values and causes were not provided. Reportedly, manual insulin injections were used to address elevated bg. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.